Manufacturer narrative:
(B)(4).

Event description:
It was reported that the inner packaging is dented. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the inner packaging is dented. There was no patient involvement.

Manufacturer narrative:
(B)(4). Per DHR the product visistat 35w 6/box lot # 73g1600170 was manufactured on 07/11/2016 a total of (B)(4) pieces. Lot was released on 07/14/2016. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. Visual examination of the returned sample revealed that the packaging is severely malformed. However, the sterile barrier is still properly sealed. All staplers are 100% inspected at manufacturing. It is unlikely that this type of damage was present when the sample left the manufacturing facility. Therefore, the packaging appears to have been damaged during shipping/handling. Reference file pic_anp_visistatpackagingdamaged for investigation photos. A corrective action is not required at this time as the packaging appears to have been damaged during shipping/handling. The reported complaint of "inner packaging is dented" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is severely malformed. Other remarks: however, the sterile barrier is still properly sealed and the stapler does not appear to be damaged. All staplers are 100% inspected at manufacturing. It is unlikely that this type of damage was present when the sample left the manufacturing facility. Therefore, the packaging appears to have been damaged during shipping/handling after it left the control of teleflex.

Event description:
It was reported that the inner packaging is dented. There was no patient involvement.